Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an undefined cartridge alarm and the pump turned off. Tandem technical support advised the customer to charge the pump to see if the pump display would turn on. Blood glucose was 218 mg/dl. Although multiple attempts were made to follow up with the customer to confirm if the pump turned on, the customer did not reply.